Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "sinus infection" is considered an unexpected adverse drug experience.

Event description:
Health professional reported the serious, non-device-related event of "sinus infection" after a patient was injected in the cheek with 3 syringes of juvéderm volite¿ xc . Treatment was required, noted as ¿amoxicillin.¿ outcome noted as ¿recovered/resolved.¿